Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed behind the display lens. In addition, it was reported that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/25/2015 with the following findings:evidence of moisture ingress was found behind the display lens and on the inside of the battery compartment. The pump case was observed to be free of damage. The pump passed a leak test. The pump case was removed, and further evidence of moisture ingress was found on internal components. The reported moisture ingress was confirmed during the analysis.